Event description:
It was reported that after the surgeon inserted an aq2003v three piece silicone lens, it was noted to be torn after insertion. The lens was torn, as the tech loaded the cartridge. The incision was enlarged to remove the lens, but not sutured.